Manufacturer narrative:
Philips service returned the system to use with limitations and scheduled follow-up activities. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that occasional image interruption occurred during live channel use on an allura xper fd20/10. The clinical use of the system was in use. There was no reported patient or user harm.